Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated that she had been prescribed a cream in the past, but could not recall the name of medication. End-user stated that skin is cleansed with warm water and either a dial or dove soap; pats dry, and then applies the wafer. End-user was educated in crusting techniques by using stomahesive powder and a no-sting protective barrier wipes. End-user was instructed to notify convatec with any concerns or questions. Lastly, samples of a wafer without a tape border and a sensi-care no-sting protective barrier will be sent to end-user. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).

Event description:
End-user reported a red rash located under tape border. End-user stated that this redness has come and gone over the past year, but it has gotten worse over the past week.